Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, issue with haptic. There was no patient contact. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).